Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. It is unlikely that the reported devices caused or contributed to the infection as it had an in-vivo time of approximately 9 years and 19 days. Root cause for the taper corrosion and infection could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated. Visual evaluation of the head identified the following: there was debris in the taper. Scratches, nicks, and gouges, most probably from the removal process were present on the spherical surface. No other damage was noted. Sem analysis revealed the following: the taper of the returned device was reviewed via optical microscopy. The taper was assigned a modified goldberg score of 4. A score of 4 corresponds to damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris'. Evaluation of the returned product does not change the conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated report: 0001822565 - 2017 - 05124.

Event description:
It was reported that the patient was revised due to a large pseudo tumor, inflammation and infection. Dissolvable antibiotic beads were also implanted.